Event description:
A scrub tech reported that during a surgery, a vacuum issue occurred and there was little to no phaco power. During troubleshooting, there was a 15 minute delay while the handpiece was switched out. The case was completed with no impact to the patient.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. (B)(4).